Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was implanted yesterday with a pump and today they were admitted into the ER with suspected withdrawal symptoms. Information was received from the hcp stated that the cause of the withdrawal symptoms was not determined. Dye was injected into reservoir under fluoroscopy. No leak detected. Hcp opened up the patient and retested everything including connections. Everything seemed fine. Patient felt improvement after procedure.